Event description:
A non-healthcare professional reported following implantation of intraocular lens (iol), the patient had subluxation of lens in right eye. The lens was explanted in a secondary procedure and exchanged with monofocal lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).